Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is wrapped around a post in the lens case and adhered to the optic by solution. The opposite haptic is folded over and adhered to the optic by solution. The lens was cleaned with klrp (known lens residue protocol) for further evaluation and both haptics went back to their original shape. A crack is observed in the center of the optic on the posterior surface. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. It is unknow if a qualified combination was used. The lens was returned with the haptics folded over and adhered to the optic by solution. Once cleaned the haptics returned to their original shape. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. No malfunction could be determined regarding the haptics. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. It is unknow if a qualified combination was used. Company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. Not enough information was provided from the reporter to determine if a qualified handpiece was used. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure; the surgeon implanted then took it out due to bent haptic. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested and received stating lens was implanted and then removed. A backup lens was used to complete the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).